Manufacturer narrative:
The events occurred on an unspecified date in (B)(6) 2021. The device was received for evaluation. Internal and external inspection was performed, and no issues were noted. The sample analysis was performed and there was no device malfunction found that could have caused or contributed to the reported events. A short-simulated therapy was successfully performed. Review of the device logs showed an excessive drain volume of 3,918 ml during drain which was greater than the programmed maximum peritoneal volume setting (3750ml). A review of the device programming revealed the programmed minimum initial drain volume (0 ml) may have been set too low for the most recent therapies. Per the amia clinician guide, setting the minimum initial drain volume to 0 (zero) may result in a higher risk of iipv. Setting the minimum initial drain volume too low may result in an incomplete initial drain followed by a complete fill. The minimum initial drain volume should be set to at least 70% of the last fill volume. Based on the device log analysis, the direct cause of the reported event was determined to be the programmed minimum initial drain volume being set too low. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The cause of the reported event was programmed minimum initial drain volume being set too low. The amia automated pd system patient guide explains the estimated night uf settings, provides treatment and programming answers on the settings. The guide also provides warnings regarding settings being set too low. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced ¿over filling¿ and ¿feels so full that can¿t breathe¿ during dwell 2 of 4. The patient was connected to the amia device at the time of the events. The patient reported the fill volume was 4000ml and they do a partial drain ¿down to 2500ml; feels better and continues therapy¿. The patient stated that draining relieved the symptoms. The programmed fill volume was 2500 ml. It was reported the program was changed recently. Renal therapy services advised to have the pd nurse review the program. There was no medical intervention associated with this event. No additional information is available.